Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusions set fell off during use events on 26-apr-2024 and 27-apr-2024. The first infusion set was in use for 8 hours and second for 10 hours and third for 7 to 8 hours. On (B)(6) 2024 patient was doing physical activity or was sweating, swimming or taking a bath when infusion set fell off. The blood glucose level at the time of event on 26-apr-2024 was 300 mg/dl and on 27-apr-2024 was 120 to 150 mg/dl and patient resolved it by replacing infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
(B)(4) - device 3 of 3. E1: patient city: (B)(6).